Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the nozzle units (included in maintenance kit) were replaced. The issue has been resolved and the device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the user¿s manual and service manual for servo-I, preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. The attached device's logs do not contain records from reported date of event (dated on 17th june). However, internal leakage test failure is visible in provided logs on (B)(6) 2024. The replaced parts did not show any physical damage. Moreover, the claimed parts were not available for return. It remains unknown when the nozzle units were last replaced. Therefore, the exact root cause has not been determined. The UDI information is not available since the device was manufactured before 2015.